Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not show change in color. Manual compression was used. There was no reported patient injury. The deployment button was not pressed. After removal the plug remained attached. The retrograde procedure was performed by a certified physician. No device or packaging damage was noted. Angiography confirmed suitability of the femoral artery, with sheath angle 30¿45°, diameter =5 mm, and no significant calcification, plaque, stent, or >50 % stenosis. No pre-existing hematoma, av fistula, or pseudoaneurysm. Additional information was requested but not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not show change in color. Manual compression was used. There was no reported patient injury. The deployment button was not pressed. After removal the plug remained attached. The retrograde procedure was performed by a certified physician. No device or packaging damage was noted. Angiography confirmed suitability of the femoral artery, with sheath angle 30¿45°, diameter =5 mm, and no significant calcification, plaque, stent, or >50 % stenosis. No pre-existing hematoma, av fistula, or pseudoaneurysm. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position, and the indicator wire was found fully deployed. A 6f non cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever fully depressed, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was able to be fully deployed with full window transition during the analysis. The exact cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.